Event description:
It was reported by the regional sales manager that at (B)(6) a patient was implanted with a triathlonx3 cs insert #2 9mm that expired on 2014/02.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding use of an expired device involving a x3 triathlon cs insert #2 9mm was reported. A review of the product label that is applied to the package of the 5531-g-419 device indicates that the device expired february 2014. It was reported that the device was implanted into the patient (B)(6) 2014. It is the responsibility of the user to verify the expiration date and ensure that the product is used before the indicated date. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported by the regional sales manager that at (B)(6) hospital a patient was implanted with a triathlonx3 cs insert #2 9mm that expired on 2014/02.